Event description:
I am regularly buying easy touch 30 gauge u-100 insulin syringes (30g 1cc 5/16") with 5/16" and 1/2" needle, 1cc (100 unit capacity), bold markings for accurate dosing, disposable, box of 100 from amazon. The last 2 boxes purchased on (B)(6) 2026 have been awful. Sometimes the plunger is lose and doesn't hold liquids. They feel like the syringe has no vacuum or suction. The biggest problem with this round of boxes is the needles are dull and feel like they have been used. I seems like the integrity of them has been compromised. They are physically so painful, they are causing emotional distress, making it difficult to use them or a needle/syringe combination at all. We have never had this problem before. Waiting for email response.

Manufacturer narrative:
Manufacturer has been notified.